Event description:
During a meniscus repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that after the first implant (t1) deployed, the second implant (t2) fell off the inserter. The implant was not deployed because the actuator was not advanced while the deployment knob was depressed. Both implants remain unsupported in the patient's body. The operation was completed with another fast-fix 360 reverse curved. There was no serious delay in the operation. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no implants (ts) or suture remain on the inserter. No ts or suture were returned. Actuator is in its pre t2 deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of actuator not advancing cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).